Event description:
It was reported the patient never had therapeutic effect and their therapy had never really worked. It was stated the patient had their leads replaced a couple weeks prior to report on (B)(6) 2013 and it worked for four days but at the time of report it was not working. It was stated the patient had not tried all programs now that they had new leads. It was stated five days prior to report the patient woke up wet so they tried to change to program 4 but it was still not working. It was noted the patient was referring to their symptoms. It was later reported the patient was still having concerns with their device or therapy but were working with their doctor or manufacturer representative. It was stated the patient had an appointment on (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, implanted: (B)(6) 2012, product type: lead; product ID neu_ unknown_lead, implanted: (B)(6) 2012, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).